Event description:
It was reported that the patient is experiencing a sticky pump of his inflatable penile prosthesis(ipp) device. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient again is experiencing great difficulties with the pump.

Event description:
It was reported that the patient is experiencing a sticky pump of his inflatable penile prosthesis(ipp) device. A patient outcome was not reported.